Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead 2009 (B)(6). (B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to right ventricular (rv) lead oversensing. Lead integrity alert (lia) triggered as along with the oversensing, there was high impedance. A fracture was suspected. Detections were turned off on the lead and the lead was replaced. No further patient complications have been reported as a result of this event.